Event description:
Device issue: difficult to capture the filter. Time of device issue: during the procedure. Adverse event: intervention required to capture the filter. It was reported that during a carotid artery stenting procedure, in a heavily tortuous anatomy, the nav 6 emboshield recovery catheter would not cross the stent to recover the filter. An accunet 2 recovery catheter was tried, but again would not cross the stent. The accunet 1 shapeable tip recovery catheter, after manipulation of the pt's head and neck, finally crossed the stent and successfully captured the filter. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The product used during the procedure was not returned which could have aided in the determination of the cause; however, difficulty of crossing can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, device placement technique, accessory device support and stent strut not properly appose to the vessel wall which may hinder the retrieval catheter from passing the stent. Based on available info, a conclusive cause appears to be related to operational context in which the device was utilized and the heavily tortuous anatomy could have contributed to the event. The lot number was not provided; therefore, a device history record review could not be performed.